Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. Customer's blood glucose level was 64 mg/dl. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer changed the cartridge to resolve the issue.